Event description:
It was reported that the external pulse generator (epg) had missing segments on the atrial fast pacing read out. The epg was returned for repair. No patient complications were reported as a result of this event.

Event description:
It was reported that the external pulse generator had missing segments for the atrial fast pacing on the read out. The generator was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The device was analyzed, and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the device was analyzed and no anomalies were found.